Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v635827, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient reported she had her device removed since she did not feel the therapy was as effective as she'd like. The patient stated she got about a 50% success rate. The patient stated she also had the device removed for MRI purposes. The patient stated when they were removing the device, part of the lead did break off. It was noted that the patient was dissatisfied with therapeutic effect since implant and a portion of the lead broke off on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.